Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, electromagnetic interference was noted to have triggered an alert. The physician confirmed that the patient was having a surgery at the time of the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.